Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00917. Additional information received indicated the lead located at t6 and the lead located at l3 were explanted and replaced. Effective stimulation was restored.

Manufacturer narrative:
In the event the device associated with this MFR report is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00917. It was reported the patient ((B)(6)) is experiencing ineffective stimulation associated with the lead located at t6 (lot ab2177). The patient's additional leads are able to provide therapy. X-rays showed the lead located at t6 was fractured and the lead located at l3 (lot ab2176) had migrated. Surgical intervention may take place at a later date.